Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v855093, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient's device was explanted since the battery was depleted and one of the leads was broken. It was unknown if depletion was normal.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.